Manufacturer narrative:
A maquet field service technician investigated the unit and found the klixon fuse on the heater (patient side) was tripped and water conductivity was poor. Checked and reset the klixon fuse. Also the tank was cleaned and the water was changed. The technician suggested the user to use the water in (400-2500 mcg siemens) conductivity range and to change the water in 14 days interval regularly. The unit was tested to factory specifications. All tests were performed successfully. The unit was handed over to the customer in fully working condition. A supplemental medwatch will be submitted as soon as additional information becomes available.

Event description:
Description from the customer: "1. Self test failed, 2. Water over flow alarm, 3. Safety patient circuit shut down." This issue occurred before use on a patient on start up of the device. (B)(4). (B)(6).